Event description:
Health care professional reported home patient was diagnosed with peritonitis after using the homechoice cycler for automated peritoneal dialysis therapy. Health care professional states home patient was admitted to the hosp on 10/15/1998 for treatment of peritonitis, and was released on 10/17/1998. Home patient was readmitted to hosp for same peritonitis episode on 10/22/1998, and had his catheter removed on 10/30/1998. Health care professional states home patient has changed modalities, and is currently performing hemodialysis. Health care professional can provide no further incident details.